Event description:
It was reported that an error message had appeared regarding the batteries, and the medication had not been fully delivered. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported an error message had appeared regarding the batteries, and their medication had not been fully delivered. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.